Event description:
(B)(6) in tech states the provider stated the chair intermittently will tilt and elevate on its own. (B)(6) states maybe the trecm, the part is no longer available and the chair will need to be replaced. Provider disconnected. The caller has no further information to provide.